Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4). The customer's report of one of the lvp's lost connectivity was confirmed. A review of the event log identified that on (B)(6) 2014, three pump modules (s/n (B)(4)) were connected to the pcu module (s/n (B)(4)). All three pump modules were identified with a delay of approximately 1 minute 30 seconds after the system power-up. The attached modules were suddenly recognized within 1 second from each other. Visual inspection of the received modules identified contamination of the pcu inter-unit-interface (iui) connector pins. The pcu left iui connector was especially affected. A further review of the event logs identified that the lvp module (s/n (B)(4)) was disconnected from the system multiple times. This module was recognized in the event logs with the letter 'a' and was attached directly to the contaminated left pcu iui. The root cause of the customer's reported issue was related to contamination on the iui connector.

Event description:
The customer reported that during an infusion one lvp lost connectivity and then the pcu screen "froze." The user was unable to change any of the infusion parameters and had to turn off the channel and replaced the pcu and lvp. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.